Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a flickering image and noise with green stripes. There was no patient harm.

Event description:
Additional information was provided by the customer: the issue occurred during an unspecified procedure and the intended procedure was completed with a different scoop.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable broken a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: he video cable is broken and therefore stripes appear in the picture and a green picture is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.